Event description:
A nurse reported that a system error 2240 (air in tubing) had occurred on the homechoice while the patient was connected. The patient completed therapy using manual supplies the following morning. There was nothing found during troubleshooting that would cause or contribute to the alarm. There were no adverse effects reported.

Manufacturer narrative:
Complaint no: (B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.